Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received high results all day. His reported results in 2007 starting at 1:36pm 284 mg/dl, 4:13pm 424 mg/dl, 7:17pm 432 mg/dl and 7:18pm was 429 mg/dl. Subsequently, the consumer treated himself with 9 units of insulin and again treated himself with an additional 4 units of insulin. The results of self administered insulin was a hypoglycemic event while driving which did not involve medical intervention. The consumer reported while driving he started to shake and became incoherent, hitting a pothole almost spun the car out of control. The meter and test strips in question will be returned for evaluation.